Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen, dilaudid (hydromorphone) and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that the patient reached out to a healthcare provider (hcp) stating that this early the pump started alarming, and the handset showed a motor stall had occurred. The patient handset needed to be restarted or rebooted often and will get to 90% and when trying to communicate and sit. The agent discussed with the hcp to interrogate the pump with the clinician programmer and to check the pump logs. Discussed handset not affecting a motor stall and discussed emi or magnetic interaction. The patient was in bed when motor stall occurred, but she did at a times leave her cell phone laying on the pump. The agent reiterated electromagnetic interference (emi) interaction and again to interrogate the pump with the tablet. Additional information was received from a healthcare provider (hcp) stated that the cause of the motor stall was unknown. It was noted that the cell phone was too far to cause the motor stall. The hcp checked the logs and nothing was showing. The motor stall recovered however, the time date and time was not available. The patient programmer software version was 1.0.1124. The handset issue was resolved.

Event description:
2025-may-09 (B)(4) (hcp): information was received from a healthcare provider regarding a patient who was receiving baclofen, dilaudid (hydromorphone) and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that the patient reached out to a healthcare provider (hcp) stating that this early the pump started alarming, and the handset showed a motor stall had occurred. The patient handset needed to be restarted or rebooted often and will get to 90% and when trying to communicate and sit. The agent discussed with the hcp to interrogate the pump with the clinician programmer and to check the pump logs. Discussed handset not affecting a motor stall and discussed emi or magnetic interaction. The patient was in bed when motor stall occurred, but she did at a times leave her cell phone laying on the pump. The agent reiterated electromagnetic interference (emi) interaction and again to interrogate the pump with the tablet. 2025-05-27 pc (hcp): additional information was received from a healthcare provider (hcp) stated that the cause of the motor stall was unknown. It was noted that the cell phone was too far to cause the motor stall. The hcp checked the logs and nothing was showing. The motor stall recovered however, the time date and time was not available. The patient programmer software version was 1.0.1124. The handset issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.